Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pharmacy will prepare and spike the chemotherapy medication prior to the medication being sent to the nurse to infuse. Once the medication was received by the nurse, the nurse placed the tubing into the pump channel with the device turned off and all the tubing clamps were in a clamped/closed position. The tubing was attached to a patient with phaseal when the nurse noted that there was fluid dripping into the drip chamber and that medication was leaking from the y-site above the pump. The rn returned the medication to the pharmacy and while explaining and showing the pharmacy the leak, the tubing completely separated with minimal manipulation. There was no report of patient harm.